Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to perform specific actions, including a procedure to disconnect the tubing and deliver a bolus. The occlusion alarm recurred, prompting a complete change of the cartridge and supplies, which resolved the issue without further occlusions.